Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) procedure. The plate broke three months after surgery. The patient was revised with another orif with intramedullary nail. It was also reported per a xray review by the medical director that the plate was broken. There were no reports of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation was conducted. The report indicates that the dimensions of the broken lcp 4.5/5 wide 13ho l242 ti were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of ti-cp per (B)(4). Neither a product nor a material related fault was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.